Event description:
According to the reporter, during a balloon dissection in a left-sided laparoscopic total extraperitoneal (tep) hernia repair procedure, the device balloon slowly began decompressing. When the balloon was removed, a tear at the seam on the superior part of the balloon down from the access trocar was observed. The balloon decompression caused a rapid loss of abdominal pressure and a loss of visualization which resulted in the surgeon switching to an open repair because he/she felt that the dissection was not adequate at that time to continue with a tep repair. The surgical time was extended by more than 30 minutes and the incision was extended by more than 1 inch due to the product problem. The patient is alive with no injury.